Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and suboptimal imaging studies were available for this review. Product use was congruent with the IFU. Cautionary product use conditions that might have contributed to this event included multiple patient lumbar arteries. There was evidence to support: an intraoperative rupture, which most likely was caused from a persistent left sided type ib, and left hypogastric branch type ii endoleak. There was a persistent type ii endoleak post a coiling and two limb and one proximal extensions. Although there was some evidence of early blushing, a type iii endoleak could not be substantiated due to the presence of a persistent, brisk type ii endoleak. Four days post implant, the complication of a surgical repair for a left common femoral artery pseudoaneurysm was substantiated. Three week later, a follow up, non-contrasted CT scan demonstrated a reduction in the sac. The patient was discharged home on the tenth post-operative day on antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.

Event description:
It was reported that a patient presented emergently with a ruptured aneurysm and a bifurcated device and a suprarenal aortic extension were placed. An angiogram was performed after implanting the devices and contrast was seen jetting out of the proximal end of the bifurcated device. A lumbar artery was noted to be filling the sac and going into the retroperitoneal space, which was embolized. The physician extended the distal limb with two limb extensions and elected to reline the proximal portion of the bifurcated device with an infrarenal aortic extension. A final angiogram showed the leak had resolved. The patient did well during the procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.